Event description:
It was reported the patient began experiencing symptoms of a lack of energy and sluggishness and when the symptoms continued the next day, was seen in the clinic. The patient's heartrate was found to be in the 40s. The device had last been interrogated 6 months previous with battery voltage 2.75 volts and impedance of 897 ohms. Now the hcp was unable to elicit a magnet response or interrogate the device. The patient denied any recent shocks, medical procedures, or exposure to emi. The device was explanted and replaced due to failure and possible reed switch problem. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted battery bond wires. Other: it was reported the patient began experiencing symptoms of a lack of energy and sluggishness and when the symptoms continued the next day, was seen in the clinic. The patient's heartrate was found to be in the 40s. The device had last been interrogated 6 months previous with battery voltage 2.75 volts and impedance of 897 ohms. Now the hcp was unable to elicit a magnet response or interrogate the device. The patient denied any recent shocks, medical procedures, or exposure to emi. The device was explanted and replaced due to failure and possible reed switch problem. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed. Visual examination: wire component/subassembly failure. Device was out of specification in a manner that relates to event, interrogate, difficult to, magnet mode discrepancy.